Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not entered.

Event description:
The customer initially called because he was getting high reading on his meter. He further elaborated that weeks prior, he received a blood glucose reading of 225mg/dl on the contour next. He did not medicate. He began feeling dizzy, and vomited. He called a friend, who called 911. The customer woke up 5 days later in the hospital. His blood glucose had been 500mg/dl. Treatment was not discussed. The strips were not expected to be returned. A new meter was sent to the customer.